Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedance between electrodes 0 and 3 was <50 ohms with a current of 231 amps. The implanted neurostimulator was replaced and impedances were still <50 ohms. The extension was replaced, and all impedances were then within normal limits. The pt had been receiving effective therapy; no pt symptoms were reported as electrodes 0 and 3 were not being used in a bipolar setting. Following the replacement, the pt continued to receive effective therapy and recovered without sequela.